Event description:
It was reported that during an abdominal perineal resection, after being used for a short time the device produced an end tone. The surgeon cut, but the device had not completely cauterized. Patient bleeding occurred. The surgeon re-clamped and activated the device again to get complete cauterization. The device was then cleaned and activated without tissue. Instead of alarming immediately, the device took a few seconds and gave the end tone. The device had been the second device used. It was replaced with the first device to finish the procedure. There was no patient injury.

Manufacturer narrative:
The device was received by the manufacturer and will undergo investigation. A supplemental report will be sent when the investigation is complete.